Event description:
Information was received indicating that during a home intravenous antibiotic administration a cadd high-volume administration set came apart and leaked. Per reporter it is unknown how far into the administration the patient was before the leak was discovered. It was reported that an additional dose was sent to the patient's home for administration. No adverse patient effects were reported.